Manufacturer narrative:
Cage fracture did not result in any patient harm or injury, as the load-bearing structural integrity of the implant remained intact despite minor cosmetic chipping. The fracture occurred due to insertion force exceeding material strength. Cause is resistance force that can result from improper assembly, adequacy of disc space preparation (e.g., endplate condition, removal of ossified disc material during sizing),the degree of targeted height from initial condition. Indeterminate root cause due to absence of info or x-ray images.

Event description:
During an acif surgery, the surgeon was malleting the matisse cage inserter while inserting a matisse cervical cage. While malleting, a piece of the top part of the cage near the thread broke off. The piece that broke off of the cage was retrieved and discarded at the hospital. The rest of the cage was intact and was left inside the patient. No patient harm or delay in surgery occurred. The procedure was a c4-7 acdf/c3-6 post cervical case. X-rays from the surgery were requested but not provided.